Event description:
The customer reported that vitals from the fc2010 device are freezing until reboot. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that monitoring on the boom and all hemo systems is freezing up until the fc2010 device is rebooted. Additional information received from remote support engineer (rse), indicated that just the parameters were frozen. Customer stated that neither the software or workstations were frozen, just the monitoring. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.